Event description:
It was reported that the product overheated during testing prior to a procedure. There was no pt involvement and no user injuries or adverse consequences.

Manufacturer narrative:
Upon disassembly, corrosion was found on the motor, rotor and press plug. Corrosion can lead to increased friction between rotating components, which can cause heat to be generated.